Manufacturer narrative:
From the investigation it was determined that this event should have not been considered a reportable event since the malfunction could not cause or contribute to a death or serious injury. Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history a review of the DHR associated with rio 152 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events (B)(4). Trend request for this part number has been submitted (trend request #(B)(4)). Conclusion: the log data from the case was reviewed. An analysis of the reaming events, pre-surgery checks, and system errors/warnings was completed. The rapid on/off cycles are symptoms of the reamer hitting the stereotactic boundaries, however from the data it cannot be identified if the cycles resulted in arm vibration. There were multiple velocity trap errors, that could indicate and unstable pelvic or base array, which could amplify the described vibrations. Based on the presence of angle inconsistency errors, it is recommended to call field service to inspect and service the system. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when it entered the acetabulum. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when it entered the acetabulum. The case was successfully completed and there was no harm to the patient.